Event description:
It was reported that the device's battery alarm. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and did not confirm the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, which was replaced by the customer, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device's battery alarm went off. There was reportedly no patient involvement.